Event description:
This rv lead was implanted on (B)(6) 2006, and remains implanted at this time. A call technical services placed on 11/22/2016, stated that this lead had noise. And the episodes occur post the lead safety switch could be fractured. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).